Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 13-jun-2017, fse arrived at the site to address the reported event. Fse performed annual preventative maintenance (pm), replaced the sample probe, the syringe assembly, and tubing l-3 connectors. There were no further reports of errors. No further action was required by field service. The most probable cause of the reported event was due to obstruction of the l-3 tubing.

Event description:
On (B)(6) 2017, the customer reported a "706 l syringe" error with their g8 analyzer. Technical support (ts) instructed the customer to turn off the power from the main switch and remove the side panel to clean the coils under each syringe. Then, the customer rebooted; however, the error persisted. On 09-jun-2017, ts followed up with the customer again. They instructed her to replace the sample needle and reboot but the error persisted. She reattached the original sample needle, then disconnected the needle from the injection valve, but the error recurred, and was now accompanied by a grinding noise. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.